Event description:
The service center was informed by the clinical nurse manager at the user facility further reported that were was a possible contamination issue as three different patients that had undergone bronchoscopy (with navigation) procedures were cultured via aerobic culture and gram stain broncho alveolar lavagepositive and were positive for a "light" growth of serratia marcescensgram. It was reported one scope was involved. Additionally, the user facility reported the biopsy port at the proximal end of the scope was noted to be loose. The biopsy port was reportedly taken apart and foreign residue was present. The user facility had not cultured the referenced scope and the scope was returned to the service center for evaluation. The clinical nurse believes contamination of the scope was the cause of the patients' outcomes. Regarding the reprocessing, the scope is pre-cleaned immediately following navigation procedure. Then scope is stored in a clean cabinet until ready to perform navigation. The endoscope is leak tested prior to manual cleaning and the endoscope channel is brushed during manual cleaning. The cleaning/disinfectant solution's minimum effective concentration are checked every wash cycle. There has not been any problem noted with the automated endoscope reprocessor (aer)machine. There is no manual flushing of air into the channel of the endoscope after reprocessing as the aer machine flushes air at the end of the cycle. The last time a reprocessing in-service reprocessing was provided was september 2018. There has been changes to the reprocessing personnel since then. All of the reprocessing personnel have been properly trained on how to reprocess an endoscope. The scope is stored in a self-ventilated/clean scope cabinet. The scope was returned to the service center and was forwarded to an independent laboratory for microbial testing; results are pending. A review of the instrument history indicated the scope was purchased on (B)(6) 2009 and has received service via four repairs in the past three years. The last repair was on (B)(6) 2018 for a biopsy port repair. An endoscopy support specialist (ess) visited the user facility on (B)(6) 2019 and performed a cleaning in-service with the staff. In-services included all the cleaning and disinfecting information contained in the olympus manual. An observation of facility's reprocessing practice was not performed. However, the ess did emphasize to the staff to always check that the biopsy port is intact and not loose. This report is for patient# 2. Please reference the related internal complaints, MFR. Reports numbers.((B)(6) / patient 1) 8010047-2019-03710 and ((B)(6)/ patient 3) 8010047-2019-04322.